Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4 - PMA/510(k) #: this report is being filed on an international device; tecnis eyhance simplicity toric ii optiblue with tecnis simplicity, model diw series that has a similar device, tecnis eyhancetoric ii iol with tecnis simplicity model diu which is distributed in the united states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a fibrous foreign material of one (1) centimeter that looked like a plastic role had been observed in the patient's eye after the preloaded intraocular lens (iol) had been implanted. Account indicated that the foreign material was removed through the side port to continue the procedure. There had been no impact on the patient's condition after surgery and the iol remains implanted. There was no patient injury reported. No further details were provided.

Manufacturer narrative:
Additional information: section d9 device available for evaluation? Yes. Section d9 date returned to manufacturer: 28-feb-2024. Section h3 device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Product evaluation was performed under magnification. The returned device was inspected for foreign material and none was identified. A piece of gauze with a yellow material was received. Analysis of the material was consistent with a protein-based material. The fourier transform infrared (ftir) spectrum raw data was compared against the manufacturing process ftir library and did not yield any results with at least a 0.90000 correlation. The complaint issue of foreign material - loose was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.